Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at third-party service center, there were no errors found in the ventilator's downloaded error log. During device testing, replacement of the device's internal lithium-ion battery was indicated and replacement planned. Additional findings not related to the malfunction/issue: as part of the 48--month preventive maintenance, the muffler, air foam inlet filter, and particular filter were replaced. The device was serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.